Manufacturer narrative:
The sample is in the process of being returned to the facility. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.

Event description:
Patient was post coronary artery bypass graft surgery. The transducer was attached at end of the surgery. In the ICU, patient was unstable with high blood pressure readings. Transducer was changed and bp readings found to be low. Patient had extensive investigations and treatment for high bp.